Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose level and the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 32 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. However, hardware low level failures alarm (variable info=3) confirmed in the pump history due to broken trace on keypad assembly.